Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a right side "ruptured prosthesis and feeling a lot of pain" underwent ultrasound and resonance examination. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported "important undulation", "severe rippling in the upper quadrant", "stiffening", " fibrosis", "deformity", "increase of volume", "lobulations", "swelling" "heating", "redness", "feeling of heaviness, large, fallen breasts", "contracture of breast implants" and "secondary rippling to the capsule around the implants".

Event description:
Capsular contracture baker grade is unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture (baker grade unknown) is physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.